Event description:
The digital Stryker Prophecy team received a CT scan indicating that the patient may require a revision surgery due to Tibial tray loosening.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the Device History is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.